Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the main pcb was causing the unit to have error 1 failure per the customer complaint. To correct this issue the site replaced the main pcb. Per the service manual performed calibration and tests. The unit passed all tests. The device history record has been reviewed and has passed all qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the generator was not working during an unknown procedure. An event description was not available. The generator was replaced to complete the procedure with no patient consequence.